Manufacturer narrative:
On 23-oct-2023, the confirmatory test result using the 3rd immunoblot generation test for hepatitis c virus antibodies was "non-reactive". The elecsys anti-hcv ii result was confirmed. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6) . The patient sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-hcv ii results from two samples from the same patient tested on the cobas e 801 analytical unit. On (B)(6) 2023, the initial result of the initial sample from the e 801 was"non-reactive" with a 0.0504 cut-off index (coi). The patient had a previous reactive result ("hcv = 12.13", in 2021) so they sent the initial patient sample to a support laboratory that uses an abbott analyzer with chemiluminescent microparticle immunoassays (cmia) methodology. On (B)(6) 2023, the first repeat result of the initial patient sample from the support laboratory was "reactive" with a 7.9 coi. On (B)(6) 2023, the second repeat result of the recentrifuged initial patient sample from the e 801 was"non-reactive" with a 0.0481 coi. On (B)(6) 2023, the result of a new patient sample from the e 801 was "non-reactive" with a 0.06 coi.